Manufacturer narrative:
Exact date of event is unknown; event reportedly occurred sometime in 2019. This report is for an unknown helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 04.038.3xx provided. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, an arthroplasty was performed with revision due to a helical blade cut out. The proximal femoral nailing system (tfna) helical blade was utilized for implantation of an intertrochanteric fix on an unknown date. Everything had appeared to go smoothly during the procedure. Twelve (12) weeks later the patient returned to hospital for helical blade cut out; a revision procedure was performed. Procedure outcome and patient status are unknown. Concomitant device reported: 11mm/130 deg ti cann tfna (part 04.037.142s, lot unknown, quantity 1); locking screws (part 04.005.5xx, lot unknown, quantity 1). This report is for an unknown helical blade. This is report 1 of 1 for (B)(4).